Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The df-1 connector pin was not returned. The observed fracture in this region probably resulted from mechanical stress. Further analysis of the lead fragment did not reveal any anomalies that might have led to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to dislodgement which was caused by patient non-compliance. Should additional information become available, this file will be updated.